Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, heavily calcified and heavily tortuous lesion in the right coronary artery (rca) lesion. A 1.5x15mm mini trek balloon dilation catheter (bdc) failed to cross the lesion due to the anatomy. Resistance was also met with anatomy during removal of the bdc. Another device was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.